Event description:
Product analysis was completed. During the visual analysis, a lead discontinuity was observed. Scanning electron microscopy (sem) was performed on the coil break and found signs of a stress induced fracture on at least one strand with mechanical damage and some pitting or electro-etching has occurred at the break location. Coil breakmate was out of bifurcated tubing. Sem was also performed on coil breakmate and found at least one strand showing mechanical damage (smoothed surfaces) with some pitting or electro-etching has occurred at the break location. However, due to mechanical distortion (smoothed surfaces) the fracture mechanisms cannot be ascertained for the breaks. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No obvious anomalies were noted.

Manufacturer narrative:
B5 & d9. - correction - the explanted lead was received prior to the initial MDR.

Event description:
The explanted lead was received and product analysis is underway.

Event description:
Patient was reported to have high impedance >10000 ohms. Patient had a full revision performed. Explanted devices were noted as available for return. The explanted devices have not been received to date. No additional relevant information has been received to date.